Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Patient's pdrn reported the patient was treated as an out-patient for hernia repair. Patient medical records were requested.

Manufacturer narrative:
Cycler was not replaced. No investigation of the physical device was performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient¿s clinic indicated they did not receive a discharge summary or hospital records pertaining to the patient¿s hernia repair. It was noted the patient¿s hernia repair was performed outpatient ¿sometime at the end of (B)(6)¿.

Event description:
Follow-up with the patient's peritoneal dialysis registered nurse indicated the patient underwent hernia repair on (B)(6) 2015.